Event description:
It was reported that three peritoneal dialysis (pd) patients experienced peritonitis "over a period of about ten days." The cause of peritonitis events was not reported. It was not reported if the patients were hospitalized or received treatment for peritonitis. At the time of this report, the patient outcomes and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The devices were not returned, and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.